Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 3.5 cm abdominal aneurysm and a 3.5 cm iliac aortic aneurysm approximately one month ago. The right hypogastric artery needed to be coiled in order to extend down distally to get a good seal. The remainder of the anatomy was straight forward and unremarkable. There were no complications at the time of implant and the patient was fine. It was reported four days post stent graft implant, the radiologist notified the rep that the patient became paralyzed from the waist down. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4): evaluation: results: (paralysis); other (cause of paralysis is unknown). Conclusions: other (cause of paralysis is unknown).